Event description:
A health care professional reported that during implantation, lenses was shredded. Subsequently the lens was removed during initial procedure and completed with another lens. It happened while lens was being implanted, after lens was loaded, upon injection the lens was moving through the cartridge fine and when implanted lens came out shredded. Tried three more times with lens doing the same thing. Two different cartridges and injectors were used and all did the same thing. The fifth lens with a 3rd lot and cartridge was used successfully. Our 2nd room used the same lot for the cartridge through the day and had no issues. In the surgeon¿s opinion, it seems as it was the lens given all the different strategies tried and for the other surgeries to have went as planned using the same lot and injectors. The facility noted the viscosurgical device (ovd) was room temp to begin with, but multiple were opened that were directly out of fridge. Additional information has been requested.

Manufacturer narrative:
Half of the lens was returned in the lens case. The lens had been cut across the center. The other half of this lens was not returned. The optic was chipped on the edge and cracked on the opposite edge. The optic was also cracked at the gusset area. This damage may indicate a plunger override occurred. Other damage was observed which appears to have been cause by an instrument used to grasp the lens (parallel marks on anterior and posterior surface). The used company (d) cartridge was evaluated. Viscoelastic was observed in the cartridge. The cartridge had evidence of placement into a handpiece. No damage was observed. The used company (d) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Five unopened cartridges were also returned. One sample was randomly selected for evaluation. The company (d) cartridge was microscopically examined with no damage or abnormalities observed. The cartridge was functionally tested per the dfu using a qualified company blue handpiece, company, 27.0 diopter lens and viscoat. The cartridge was filled with viscoelastic per the instructions for use (IFU). The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. The company (d) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The root cause for the observed lens damage could not be determined. The lens had damage that may indicate a plunger override occurred. The used company (d) cartridge was evaluated. No damage was observed. Top coat dye stain testing was conducted with acceptable results. Five unopened cartridges were also returned. One sample was randomly selected for evaluation. The cartridge was functionally tested per the IFU. No lens or cartridge damage was observed after the lens delivery. The company (d) cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The ovd used should be allowed to come to room temperature before use. Use the company cartridge at operating room temperatures between 18° c (64° f) and 23° c (73° f). The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the viscosurgical device (ovd) filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues or damage. Information was provided by the surgeon that our 2nd room used the same lot for the cartridges through the day and had no issues. The facility noted the ovd was room temperature to begin with, but multiple were opened that were directly out of fridge. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.